Manufacturer narrative:
MDR 1318360-2024-00008 is being filed for nurse #1, needle stick/puncture report. MDR 1318360-2024-00009 is being filed for nurse #2, needle stick/puncture report. MDR 1318360-2024-00010 is being filed for nurse #2, potential needle stick/puncture report. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of 2 needle stick reports involving koru high flo subcutaneous safety needle sets. In both cases, the needle sets had been used on patients. Additional information was provided for nurse#1 stating the needle stick occurred due to the patient not closing them correctly and while the nurse was disposing them in the sharps container, the nurse's left pointer finger was punctured. The nurse was wearing ppe (gloves) at the time the event occurred. The nurse followed the company's protocol for reporting, evaluation, etc. No adverse event outcomes were reported to have occurred. The initial reporter did not provide any identifying information for the nurse due to confidentiality. A lot number for the needle set was not provided however the set used was a koru high-flo 24 gauge needle set - 4 needles - 12 mm. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.